Event description:
The ventilator's logs that were downloaded by our field service engineer while at the facility for a reported unrelated technical error contained a technical error during start-up that indicate an internal memory error. (B)(4).

Manufacturer narrative:
(B)(4). The evaluation of the returned device logs shows that the alarm was generated one time during the system startup. The logs also show that no ventilation was performed when the technical alarm was activated. The mandatory pre-use check that was performed before the generated alarm, and after the alarm, did pass without any deviations. Our field service engineer that investigated the ventilator device could not reproduce the alarm condition. The ventilator unit was returned back to service, no more deviation concerning this unit has been reported since. According to our evaluation of the device logs, the issue was caused by corrupt data values in the persistent ventilator settings. The most probable cause is a temporary corruption of data, or data that was momentarily perceived as corrupt by the breathing subsystem at the time of the event. The reason why the persistent memory failed has not been determined.

Event description:
(B)(4).